Manufacturer narrative:
The device has not been returned for evaluation, should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
One speed arc was inserted during akin case in 2014. One week post insertion, the hinge broke and the device was explanted. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.